Event description:
Additional information was received that reprogramming was performed to resolve this event. The patient was stable.

Event description:
During a remote follow, post paced t-wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.